Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 71mm. It was reported that during the index procedure the instructions for use (IFU) was followed and the stent graft was implanted successfully, however when the delivery system was removed, the tip was not attached proximally to the delivery system and the wire remained from the wire lumen to the tip. The tip was described as not fully detached or dislodged and was in a state where the central proximal is exposed to the body while it is on a wire, and the peripheral parts are exposed to the body. The tip was removed manually as the peripheral region was exposed from the body, so it was possible to remove it by grasping and removing most of the parts. Excessive force was not used . There was no vessel calcification or tortuosity noted. Per the physician the cause is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported tip detachment could not be assessed based on the pre-implant still image provided. Procedural angiograms showing the removal of the delivery system and the tip detachment were not available for review. Analysis of the limited returned image did not reveal any obvious anatomical characteristics that could have contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the delivery system returned with the external slider and the tip capture release handle in the home position. The detached peek lumen and taper tip were returned with the device. A severe kink was visible midway along the peek lumen. Kinks were visible to the graft cover. The tip capture release handle components were removed, and it was confirmed the peek lumen had detached on the flared area. The handle was disassembled, and the taper tip assemble removed. A section of peek lumen was visible on the hypotube within the backend t-tube fitting. Vistal inspection confirmed there were no edges or burrs on the hypotube that could have damaged the peek lumen. There was no stretching or deformation visible on the peek lumen. Hypotube length was measured at 0.107-inch (pass); specification is 0.105-inch to 0.0109-inch. Hypotube ID was measured at 0.070-inch (pass); specification is 0.067-inch to 0.073-inch. Hypotube od was measured at 0.079-inch (pass); specification is 0.078-inch to 0 .082-inch. Tapered tip ID was measured at 0.046-inch (pass); specification is 0.042-inch to 0.048-inch. Tapered tip/peek ID was measured at 0.042-inch (pass); specification is 0.041-inch to 0.043-inch. Tapered tip/peek od was measured at 0.059-inch (pass); specification 0.059-inch to 0.061-inch. Compression fitting ID was measured at 0.070-inch (pass); specification is 0.070-inch to 0.071-inch. Compression fitting od was measured at 0.149-inch (pass) specification is 0.147-inch to 0.153-inch. Back-end t-tube depth 0.296-inch (pass); specification is 0.295-inch to 0.305-inch. Back-end t-tube width was measured at 0.100-inch (pass); specification is 0.098-inch to 0.102-inch. The reported peek lumen detachment was confirmed through analysis. Calipers cal # (B)(4) pin gauges cal # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.